Manufacturer narrative:
It was reported that the patient experienced an adverse event during treatment with fresenius products. A system level review is being conducted for all concomitant products in use during the treatment. It is currently unknown if the patient's unresponsiveness was related to the reported event. The patient has several co-morbidities including but not limited to, end stage renal disease secondary to diabetes mellitus, diabetes mellitus for 30 years, hypertension, coronary artery disease with history of coronary angioplasty, history of ejection fraction of 63% malignant hypertension, bradycardiac arrest x2, junctional tachycardiac event, acute and potentially chronic hypoxic respiratory failure, congestive heart failure, old myocardial infarction, polyneuropathy and the patient was oxygen dependent. The night before the event the patient stayed without oxygen for 7 hours. After multiple attempts, there has been no further information provided as to the bradycardiac event experienced by the patient from the initial reporter. There is not enough information to rule out the possibility at this time that the bradycardiac event was not related to the dialysis treatment; therefore a serious injury MDR is being filed. A supplemental medwatch report will be submitted once the plant investigation and clinical investigations are complete. This is one of 4 mdrs submitted to document this reported event. Please reference the following MDR numbers: 2937457-2013-00132, 1713747-2013-00297, 8030665-2013-00507, 1225714-2013-02230.

Event description:
During a review of medical records received (B)(4) 2013, a bradycardiac arrest was reported. The day of the event was not specified.